Manufacturer narrative:
The instrument is working but the customer requested service to take a look at the instrument. A field service engineer (fse) went on-site (B)(4) 2010 and inspected the instrument and did not detect any problems.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a hydro leak in the unicel dxc 600 pro synchron clinical system. Per customer, the fluid was soapy and customer was not sure if it was wash concentrate or no foam. No injury was reported.